Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, sudden elevation of lead impedance was observed. Lead fracture was suspected but was not confirmed. Before the lead replacement procedure, suspected externalized conductors were noted. Unable to determine if ecs are present or not based on provided images. Lead was capped and replaced. Patient was fine with no issues after the procedure.